Event description:
It was reported that during a cardiac surgical procedure the subject catheter was inserted into the pt's left ventricle via the right superior pulmonary vein. Following this insertion, the surgeon observed bleeding from the left ventricle. Upon further examination the surgeon observed that the tip of the subject catheter had passed through the wall of the left ventricle. The surgeon repaired the wound surgically and the cardiac surgical procedure was completed without further incident. The pt was reported to have suffered no ill effects as a result of the event.